Event description:
The clinician reports the implant was inserted 2023-06-10 in ada 14. Details of surgery: implant surface not completely covered with bone. On 2024-03-09, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.